Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the instrument channel of the subject device tested positive for staphylococcus epidermidis (40 cfu) and the air/water channel tested positive for micrococcus luteus, rothia dentocariosa, and streptococcus salivarius (3 cfu). The user facility reported that the subject device had been reprocessed using peracetic acid and a non-olympus automated endoscope reprocessor made by soluscope. The forceps elevator was replaced in august, 2016 according to an olympus field corrective action. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated no microbial growth for the subject device.